Event description:
Reportedly, the surgeon felt that the handle was squeezed properly on the first squeeze, but it was very stiff on the second squeeze although could be squeezed finally. After that, the surgeon cut the tissue, but no staples were placed to the tissue. This event resulted in a colostomy. No excessive bleeding. The surgical time extended more than 30 minutes. Sex: unknown. Procedure: unknown.